Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 13, 2006. Based on qa assessment, the product met specifications at the time of release. The system was not determined to exhibit any problems during the procedure. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the aspiration was poor during the irrigation/aspiration (I/a) phase. Several cassettes and I/a handpieces were tried but this did not resolve the issue. The case was completed without harm to the patient.